Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient regarding their implantable pump used to deliver dilaudid (unknown dose and concentration) for non-malignant pain and chronic low back pain. On (B)(6) 2018, the patient was unable to get their personal therapy manager (ptm) to deliver a bolus and noted seeing a bell on the ptm screen. While on the call on (B)(6) 2018, the patient was instructed to request a bolus and the ptm showed code (motor stall). The patient mentioned they were not feeling good at all, noting fever, chills and "can barely move" beginning on (B)(6) 2018. The patient indicated they had not heard an audible pump alarm. The patient was redirected to their healthcare professional (hcp) and instructed to seek immediate attention of she felt it necessary for the presenting symptoms. An additional note states the patient did not know the dose/concentration of medication in their pump, but their hcp had been lowering the medication.

Manufacturer narrative:
Due to imdrf harmonization, the conclusion code has been updated to 67. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The rep stated that the pump was "dead" but had no further details on what this meant. No further information was provided.

Event description:
Additional information was received from a consumer indicated the patient wanted the pump replaced and ¿my pain pump has been out for a long time and the battery has been dead for at least six months now¿ and clarified it was in 2018 sometime. The patient was inquiring about assistance with replacing the pump. The patient had to deal with insurance before it could happen. It was noted the patient did not hear any beeping and said ¿I did not even know it was out then I got real sick and went to the hospital and they checked it and said it was not working.¿ the patient confirmed these were withdrawal symptoms and occurred at the same time (2018). They gave the patient oral medication and the patient thought ¿it would just take a month or two to get a new pump, but it had been awhile now¿ and the patient had been in pain since then. The patient takes some medication by mouth, but ¿it was not the same as the pump.¿ the patient did not know what the dose and concentration were, but ¿they had started cutting me back some on it, something about the law, they could not give me as much as they used to.¿ the event date regarding the withdrawal symptoms, pump battery depletion, and pain was 2018 (not specified). The situation was currently being addressed by the healthcare provider (hcp). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that a motor stall occurred on (B)(6) 2018 and the stopped pump occurred on (B)(6) 2018. The catheter was patent and the pump was replaced. Regarding the motor stall, it was noted that they were not aware of any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump administered dilaudid with concentration 15 mg/ml at an unknown dose rate. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was provided. The patient¿s medical history was indicated as having been requested but would not be made available. The pump was in the company representative¿s possession and was to be returned to the manufacturer. It was noted that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
Analysis of the pump (ngv463478h) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. The previously reported (B)(4) longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.